Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks while exercising. It was further reported that the patient's heart rates during exercise were detected as ventricular fibrillation resulting in the inappropriate therapies delivered. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.